Event description:
Additional information: it was reported by the patient's healthcare provider (hcp) that the patient was addicted to narcotics which "makes it really hard to get to a safe therapeutic dose". The hcp also reported that the patient had a severe mental illness (bi-polar disorder), was angry, and it was "hard to tell what is reality and what is just in the patient's mind". According to the hcp there was no pump issue "as far as he knew" and the patient "just can't seem to get enough medication to receive effective therapy from the pump". It was also reported that the device system was used to deliver a mixture of dilaudid, bupivacaine, clonidine and compounded baclofen. Another hcp stated that the patient's pump was working fine and that the patient had not made any complaints at their office. According to this reporter "the patient was receiving effective therapy".

Event description:
It was reported that the patient's pump was "not working" and was not giving the patient relief or therapeutic effect. The patient stated that the pump had not worked for a long time. The patient stated that at the time his health care provider (hcp) would "blow him off" and would not listen to his concerns. The reporter noted that the patient did have some emotional problems. The physician was looking for assistance with troubleshooting or checking the pump to see if it was still working at the time of the report. The patient outcome was not provided. The medication used in the pump was dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).